Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: late 2004 - the patient underwent a hernia repair surgery with placement of a non-recalled composix kugel mesh patch. In early 2009 - the patient underwent an appendicitis surgery. During the procedure the mesh was noted to have adhered to the bowel and was causing significant damage as well as caused serious complications and damages during the course of his appendicitis surgery. On the same month - the patient was required to undergo an open surgical procedure. The patient had six inches of his bowel resected with an "anatomists". The mesh was explanted. The patient suffered from pain, adhesions, disfigurement, emotional distress and temporary disability.